Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered on the upper right side. Reportedly, the customer had the pump in their pocket with other items when the touch screen became shattered. Additionally, the pump touch screen only displayed a faint light. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.